Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Review of the pump data logs by tandem technical support verified that the pump was working as intended. Customer maintained belief that the pump was not working as intended and declined further follow up from tandem technical support.